Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the brake on the left motor will not engage and the chair keeps rolling.

Manufacturer narrative:
(B)(6). The device in question was returned for an evaluation. Upon return, the reported issue was not able to be duplicated. The brake engaged/disengaged properly during the bench test, and the brake static torque was tested with a torque wrench and exceeded 680 pounds.

Event description:
The dealer states the brake on the left motor will not engage and the chair keeps rolling.